Event description:
Performing venous access right jugular vein, needle placed with ultrasound guidance. Wire placed thru needle, the wire "balled" up. Attempted to withdraw needle and wire. Wire unravelled and fractured. Fractured portion of wire was retrieved from deep soft tissue successfully. No patient injury.